Event description:
It was reported that a malfunction occurred with the pump, described by the customer as malfunction 16-0x20e6. There was no information provided regarding the impact on the customer's blood glucose level. Tandem technical support attempted to reset the pump and encountered the same malfunction; the pump is expected to be returned by the distributor, and a replacement pump has been issued with serial number (B)(6).